Event description:
A patient with a 17mm stretched atrial septal defect with insufficient superior rim was implanted with an 18mm asd device. The following morning, the patient presented to the clinic complaining of chest pain, nausea, and vomiting. An echocardiogram revealed a large pericardial effusion; however, the device was appropriately seated across the atrial septum with no evidence of malposition or movement of the device. The patient was emergently transported to the or where the device was surgically removed due to the development of a hemopericardium, secondary to a small laceration in the anterior superior portion of the left atrium and a very tiny pinhole in the ascending aorta. The laceration and pinhole were repaired at the time of the pericardial patch closure of the atrial septal defect. The patient tolerated the procedure without complication and was discharged.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on (B)(6) 2011 and definite erosion was confirmed.